Manufacturer narrative:
The manufacturing site did not receive a physical sample or photo demonstrating the reported condition with this customer report. Without a sample, a complete investigation cannot be conducted, and the reported condition cannot be confirmed. A device history record review could not be performed because a lot number could not be provided by the customer. Without a known lot number, the device history record cannot be reviewed. Without a physical sample, it is not possible to determine a definitive root cause, but possible contributing factors to the reported condition of ¿needle protection did not lock¿ include, but are not limited to: user error could occur if the shield is not fully extended, it will not lock. The instructions for use direct to keep thumb (for thumb activation) and finger (for finger activation) behind the needle tip at all times. The manufacturing plant receives lock inserts from a vendor as a raw material. Potential lock insert damage may prevent the tangs of the shield insert from expanding, which may affect the shield locking function. The following control mechanisms are in place to prevent the occurrence and acceptance of ¿needle protection did not lock¿ during the assembly and packaging processes: cardinal maintains a material qualification process. The material qualification process requires verification of the stability and performance of the medical device and its components to iso standards. Norfolk maintains material verification processes. The resin must pass an inspection, physical testing and certification review before release to the manufacturing floor for production. The machine this product is assembled on is equipped with sensors in place that verify the presence of the lock insert and shield, and has a station that tests the shield movement to ensure it will function on the syringe. Every syringe must test within the specification limit, or the machine will kick-off the syringe. During production, the processing equipment is checked regularly to verify that the detection systems are functioning properly to ensure the identification of defective syringes. Records of completed maintenance activities are maintained. During manufacturing of this p roduct, inspectors routinely test samples for shield lock out to ensure it meets acceptable quality levels. The results are printed out from the computer and are reviewed for each lot prior to release to verify that all testing during production was acceptable and within specification limits. All lots and shop orders are visually and physically inspected to the quality inspection standard, and the statistical sampling must meet the acceptance quality level requirements. A lot cannot be released unless it passes all spec ification requirements. Per procedure, complaint trends will be evaluated during the monthly corrective/preventative action (CAPA) meeting to determine if a formal CAPA is warranted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports an accidental blood exposure after an insulin shot was given. The needle protection did not lock. By taking the needle, the student got stung after giving an insulin shot to a patient.